Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit shuts down even though it indicates there is still charge in the battery.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit shuts down even though it indicates there is still charge in the battery was confirmed. The scanner was inspected and it shut down prematurely after ac power is removed, the root cause is an internal li-ion battery failure. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Unit shuts down even though it indicates there is still charge in the battery.

Event description:
Per tm - unit shuts down even though it indicates there is still charge in the battery.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit shuts down even though it indicates there is still charge in the battery was confirmed. The scanner was inspected and it shut down prematurely after ac power is removed, the root cause is an internal li-ion battery failure. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.